Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiopulmonary event on (B)(6) 2009 and subsequently expired a few days later on an unknown date after the use of the product.

Manufacturer narrative:
This is one event (death) of two events reported for the same patient involving two separate products; associated MDR's #1225714-2014-00224, 1225714-2014-00225, 1225714-2014-00226 and 1225714-2014-00227.